Event description:
Healthcare profesional reported through clinical study that the pt had a st. Jude medical mitral valve replaced with the bioprosthesis and an intact valve implanted in the tricuspid position. 18 days post-op, the pt experienced an extensive myocardial infarction and expired. Cause of death listed as coronary artery disease, coronary artery dissection resulting in extensive myocardial infarction. The valve was not returned for analysis however a pathology reported was sent to the MFR.